Event description:
We received an allegation of a patient sample mismatch on a cobas u 411 urine analyzer. The customer alleged that there was a sample mismatch with "some" samples. No sample ids were provided.